Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a fusiform zone 4 thoracic aortic aneurysm. It was reported that approximately two years post index procedure and during a follow up visit an angiography revealed a type iii endoleak (fabric). The physician stated that it looks like a small hole about 2~3 mm in diameter. The physician noted that the talent device was implanted on the descending aorta; therefore, it is unlikely to get extreme stress regionally. Per the physician the cause is unknown. The physician stated that durability of the fabric was questionable. The physician performed an intervention were another manufacturer¿s device was implanted inward and the endoleak was resolved. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause of endoleak is unknown. Conclusion: endoleak. Cause of endoleak is unknown.

Event description:
Additional information was received for this case. Several still cta's images from different studies were reviewed. Images pre-implant show a relatively straight descending thoracic aorta. There is calcification seen along the entire length of the thoracic. Images post-implant showed that the stent graft was positioned from just below the arch extending distally to the same level as the heart valve. An image shows a likely type iii endoleak near the distal end of the stent graft with contrast filling the aneurysm. Another image shows a catheter appearing to be passing through the stent graft fabric near the location of the endoleak, indicating a likely fabric tear. After secondary tevar another manufacturer's stent graft was seen extending approximately 3 stent rings beyond the originally implanted distal device, and the endoleak appeared to have been resolved. From these limited returned films the cause of the likely fabric tear is uncertain. Images during implant were not provided; therefore, the implant procedure could not be assessed.

Manufacturer narrative:
Method: films.